Event description:
It was reported that an ilet device became unresponsive and would not unlock, with the user noting a cracked screen and unsuccessful restart attempts performed with assistance. Customer care provided support which included technical troubleshooting performed with the user. Investigation of this case revealed that the device exhibited a screen/display malfunction with an unresponsive user interface. No adverse clinical symptoms/effects reported. Outcomes included interruption of device use and the need for replacement to restore therapy. It was concluded that the device experienced a mechanical or electrical failure of the display/touch interface, and replacement was warranted.